Event description:
On (B)(6) 2012, a spontaneous report was received regarding a (B)(6) white female who received an injection of perlane (cross-linked hyaluronic acid dermal filler) or perlane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included ulcerative colitis diagnosed on an unk date (reported as "25 to 30 years ago" from the date of the report) and no previous treatments in the affected areas with similar products or permanent implants. The pt's skin type was reported as "fair to medium skin that burns, but also tans." Concomitant medications included an unspecified store-brand decongestant with sudafed (pseudoephedrine). The pt received 2 syringe injection of perlane or perlane-l (volume injected and syringe size not reported) on (B)(6) 2012 to the marionette lines (also reported as "on either side of the mouth at marionette lines; higher than the marionette lines"). This was the pt's first filler injection. The pt did not receive any pre-procedure medications and no add'l procedures were performed at the time of the implantation. On "about" (B)(6) 2012 (also reported as "a few days after receiving the perlane"), the pt developed dizziness. Lightheadedness, and pressure in her sinuses (she could breathe, but felt slight pressure) around her nose, eyes, ears, and the side of her head. The events were "pretty constant", but better at some times than others. In addition, her nose was constantly running. After (B)(6) 2012, the pt felt worse, contacted the injecting clinic, and spoke to the injector. The injector informed the pt that the symptoms she was experiencing had not been reported to her before. On "about" (B)(6) 2012, the pt got lightheaded again, with a headache, pressure in the sinuses, eyes and ears and aching in her shoulders and neck. On (B)(6) 2012, the pt lay in bed. On an unspecified date in (B)(6) 2012, the pt saw an ears, nose, and throat physician (ent), who did not believe that the sinusitis was bacterial and did not want to provide the pt with antibiotics due to her ulcerative colitis. On "around" (B)(6) 2012, the pt went to her general practitioner who prescribed unspecified antibiotics. The pt did not take the antibiotics because she had a history of ulcerative colitis and "they" assumed that she had a viral infection, rather than bacterial. On (B)(6) 2012 (also reported as "on about (B)(6) 2012"), the pt went to the emergency room (ER) because her headache and pressure were terrible (also reported as "because her sinuses were quite bad"). The pt underwent a computed tomography (CT) scan (which was negative for a brain tumor), a sinus x-ray (which was normal) and unspecified blood work (results unk). The pt was given an unspecified medication for migraines. The ER staff thought the pt had sinusitis and prescribed a "prednisone pack" and an unspecified "pain killer," which the pt did not take. The pt was not admitted to the hosp. The "prednisone pack" helped for about a week and alleviated the pressure, but the sinus pressure and headaches returned after she finished the "dosing pack." The aching in the pt's shoulders and neck resolved after the ER visit and the "prednisone pack." On (B)(6) 2012, the clinic attempted to dissolve the product for the first time. The pt "felt much better' and only experienced lightheadedness at that time. On (B)(6) 2012, the pt returned to the clinic to have the product dissolved a second time, because she still did not believe that she was back to 100%. The dermatologist stated that she had not seen those symptoms before. The pt's pressure and lightheadedness continue after that day. As of (B)(6) 2012, the pt's pressure was ongoing, the lightheadedness and dizziness were still present to a lesser degree, the headache was slightly better (but still present), and the pressure in the head, sinuses, ears, and eyes was ongoing. The pt stated she hasn't felt good since (B)(6) 2012. The lot number and exp date for perlane or perlane-l were unk. On (B)(6) 2012, add'l info provided by physician assistant (pa-c) was received from a company rep via fax. Based on the info received the following events were added: vertigo and malaise. The product was reported as perlane. The pt received a 2 cc injection of perlane (syringe size not reported) on an unk date to the nasolabial folds and marionettes. On an unk date (reported as "approx 10 days post-injection"), the pt experienced headaches, vertigo, sinus pressure, and general malaise. The pt went to the ER, had a CT scan (which was negative), and stated mild relief after vitrase (hyaluronidase). The lot number and exp date for perlane was not reported. On (B)(6) 2012, add'l info was received from the physician assistant. Based on the info received, the following events were added: tenderness and tinnitus. The product was confirmed to be perlane-l, not perlane as was previously reported on (B)(6) 2012. On an unspecified date in (B)(6) 2012 (reported as "last month" from the date of the report), the pt was injected with 2 ml of perlane-l into the marionette lines. On an unspecified date in (B)(6) 2012 (reported as "3 weeks after the injections"), the pt began to complain of dizziness, lightheadedness, vertigo, significant headaches, tenderness to the touch, crackling in the ears and severe sinus pain and pressure. On (B)(6) 2012, the pa injected the pt with vitrase in the injection areas. By (B)(6) 2012, the pt was very happy and believed that her symptoms were improving. As of (B)(6) 2012, the pt called the pa and stated that she was still having pain. Add'l info has been requested.

Manufacturer narrative:
Company comment: the pt declined to provide general practitioner's contact info, therefore, the events are assessed as unassessable.